Event description:
A 3.0mm diameter x 24mm length ave gfx stent was inserted into the coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back into the tip of the guide catheter, where it caused the stent to dislodge from the stent delivery system balloon. The dislodged stent was snared from the coronary artery sucessfully. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. Two stents from another MFR were subsequently inserted, but only the second one crossed the lesion and was deployed successfully. There was no additional clinical sequelae reported relative to the event, and there is no further info available from the user facility.